Event description:
The following has been reported: unit will not charge with known working charging bracket. A preliminary review of the device log files identified electrical hardware failure (power train). The device was returned for evaluation. Upon return, the initial inspection it was observed that the pogo pins on the back of the pump where the bracket connects has a pin that was stuck in. When put on the bracket to turn the device on it briefly turned on, red pump alarmed, then shut off. The pump was then opened to inspect for internal damages; no visible damages were found. The device was then connected to 18v power to confirm the rear housing was the source of the power failure. During this time it was noticed that once the compressor would start, the pump would shut down and restart itself. The compressor was changed and the power issue was resolved. The pcba power entry will be replaced due to the broken pogo pin. Additionally, the lip seal and lip seal channels had excessive debris and were cleaned with alcohol. Fva lip seals and loading pin lip seals will be replaced during repair. Reporting as a conservative measure due to the air compressor issue identified during investigation. No adverse effects were reported.